Manufacturer narrative:
Based on the claim against the product by the customer noting battery issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the power supplier and power cord. The fse powered up system and verified that battery was charging and there were no error message. The system was tested and verified as ready for use. Isi did receive two power supply switchers involved with this complaint and performed failure analysis (fa). The first power supply switcher confirmed the customer reported problem. An error 418 in the logs means "power supply is operating below minimum operating load." During in-house fa, the power supply was installed into printed circuit assembly (pca) xi system. During testing, error 418 occurred. The visual inspection shows the power supply switcher in good condition. The second power supply switcher also confirmed the reported problem. Errors 817, and 417 in the logs mean "pcc_err_power_source_change_to_battery." Fa installed power supply into pca xi system, failed an error 417 during testing, fans stopped running. The visual inspection found the fans are dusty. This complaint is reportable malfunction event due to the following: it was alleged that the patient side cart (psc) was running on battery after ports placement. Also, the procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to the start, post anesthesia, of a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) was running on battery. The patient was under anesthesia with ports placed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors 817, 40241, and 41014. The tse asked the customer to move the patient cart power cord to different ac outlet. The tse asked the customer to power cycle the system, emergency power off (epo) and circuit breaker down on patient cart. The customer stated the psc power button led was still dark after epo and breaker down. The tse asked the customer to epo patient cart for 2 minutes. The patient cart power button led briefly turned amber, then went dark. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to port placement. The customer checked the system and all lights were blue on all components (vision cart, patient cart, and both surgeon consoles). The procedure was not aborted. An isi field service engineer (fse) replaced the power supply switch to resolve the reported issue. The ports were placed when the issue occurred. The patient was under anesthesia. The issue caused a procedure delay of around 1 hour and the patient was on anesthesia at this time. The procedure was completed robotically, and no injury/harm to the patient during and after the procedure.